Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol got damaged by the plunger. There was no patient harm. Additional information received stating that there was no patient contact. The surgery was completed by using another iol of same model. Additional information received stating that the plunger damaged the iol while priming.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in an opened blister tray. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to mid nozzle and is advanced under the lens. The lens is advanced to nozzle entry and is crushed. We are unable to determine the root cause for the reported complaint "the iol got damaged by the plunger". Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (less than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).